Manufacturer narrative:
One 72202663 biosure peek 7x25mm screw used for treatment, was returned for evaluation. The complaint stated: inserted the screw to the bone tunnel it wouldn't engage. He backed the screw out to find the tip had caved in. The product was disfigured. The product has been shortened by nearly 2mm which was found pushed up inside the distal inner diameter. There was a burnished and flared appearance which was caused from contact with an instrument and/or tissue during continued rotation and force combination. The pushed material and flaring was caused by force of material(s) into a lesser cannulation space than was able to accommodate. Per instruction for use and technique guide: drill the appropriate diameter tunnel. Measure the diameter of the combined tendon end of the graft using a slotted sizing block which will provide the diameter required for femoral drilling. Following recommended prep is critical for ease of insertion and successful anchoring. Per instruction for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared with the recommended smith and nephew drill and/or tap prior to implantation. Excessive force should not be placed on the delivery instrument. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a mpfl procedure, when the surgeon inserted the screw to the bone tunnel it wouldn't engage. He backed the screw out to find the tip had caved in. Backup device was available to complete the procedure. No delay and no patient injuries were reported.